Event description:
It was reported that the pt had a return of symptoms for about one year. The pt's symptoms included difficulty walking, falling a lot, tingling, loss of bladder control, increased baseline pain, increase in original pain, new pain in both legs and feet, and numbness in the feet. The pt was walking with cane for past six months. The pt's doctor changed the medication from morphine to dilaudid because the "morphine quit working." The pt's dosage of dilaudid was increased during the previous refills. The pt received dilaudid in her pump at the time the event was reported. The pt had an MRI taken by a neurologist and thought that the pt may have had a disk problem. It was further reported that the pt experienced withdrawal, as well as a shocking sensation. The pt's pump was "rubbing on the pt's rib cage." It was discovered that the pt's catheter had been disconnected from the pump and that a revision was going to be performed. Additional info has been requested; a f/u report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).